Manufacturer narrative:
Follow-up report submitted document device evaluation results.

Event description:
The device unintentionally activated during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation begun but not yet completed.

Event description:
The device unintentionally activated during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.